Event description:
Information received indicates the valve was removed due to thrombus and unacceptable gradient. At explant, surgeon stated no other product problem noted. The device was replaced with no additional pt complication reported.